Event description:
A customer reported that the indicated battery charge of their insulin pump dropped by 15% in a short period. There was no reported impact on the customer's blood glucose levels as the customer declined to answer. As a resolution, technical support arranged for a replacement pump, and the customer was instructed to put the malfunctioning pump into storage mode and return it using a pre-paid label. The customer planned to use a backup insulin pump to ensure continued insulin delivery.